Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information by technical support, and after walking through the reset process, the issue was resolved with the successful start of their sensor session.